Event description:
On 10/22/1998, the MFR discovered during a review of its voluntary device pt registry a potential device related death. F/u with the hosp nurse on 10/27/1998, revealed that the pt has a funga erosion of the device pocket which tracked up the device percutaneous tube and outflow graft; however, the pt was still transplanted in spite of the fungal infection on 10/07/1997. The pt never awoke from the transplant and died shortly after due to multiple organ failure (primary cause of death). The fungal infection was considered to be a secondary cause of the pt's death.